Event description:
It was reported that the patient was experiencing increased pain and inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement and was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.